Event description:
White plastic securing device which held seat bar to chair frame fell out creating a very unstable chair. Resident had been using the chair as a support to ambulate and the potential for a collapse was imminent.